Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose of over 500 mg/dl but is unsure why. She indicated that she has scar tissue. Customer was unable to continue with call and no further information was provided.